Event description:
The clinic reported that a laser vision correction patient presented with dry eye, superficial punctuate keratitis and loss of best corrected visual acuity in right eye at one week post treatment. The patient complained of sensitivity in eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.